Event description:
A healthcare facility in the united kingdom reported that two mr290v vented autofeed humidification chambers were found broken. There was no reported patient involvement.

Manufacturer narrative:
(B)(6). Method: the complaint (B)(4). Vented autofeed humidification chambers were not returned to fisher & paykel healthcare for evaluation. Our investigation is thus based on the information provided by the customer and our knowledge of the product. Results: the customer reported that two (B)(4) vented autofeed humidification chambers were found broken. Conclusion: without the complaint devices, we are unable to determine the cause of the reported event. Every (B)(4) chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chambers would have met the required specification at the time of production. Our user instructions that accompany the (B)(4). Vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure."

Event description:
A healthcare facility in (B)(6) reported that two mr290v vented autofeed humidification chambers were found broken. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information about the reported event. We will provide a follow up report upon the completion of our investigation.